Event description:
The device user (du) reported that the perfusion had low flows. The liver had just been placed on the pump and hemostasis was being worked on, but revolutions per minute (rpm) on the graphical user interface (gui) kept flashing to "--". The du provided videos that indicated no apparent change to flows. The du was advised to wait for hemostasis to be achieved to allow the metra to learn the liver. The du called back about an hour and forty-five minutes into the perfusion stating that the recirculation pump was not turning on. The du also noted that there wasn't too much perfusate at the bottom of the bowl, which they were told was a good sign. The surgeon had flow concerns and stated, "all the perfusions on this new machine have been weird. I can't tell you what exactly is wrong, but it's been off." The du confirmed that that cannulas had good placement and that vessels were relaxed in the liver, but there were continued flow issues. The du was guided through additional troubleshooting with no changes to flows. It was noted that rpms would not go above 1541. The du was suggested to use another metra for the time being.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se found no issues with the device related to the flow sensors or pinch valves. It was noted that the portal pinch valve had slight resistance when turned manually, but it showed correct operation in the logs from the customer perfusions and it operated correctly when tested by the se. As a precaution, the se cleaned and readjusted the portal pinch valve for smoother movement. Flow rates were within expected ranges in both preparation and liver on board modes during testing. The device passed all other testing as well. Furthermore, analysis of perfusion logs from (B)(6) 2024 by the se and a clinical specialist (cs) did not show any device malfunction.